Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose to 237 mg/dl after being disconnected from the ilet while awaiting a replacement and treated with backup subcutaneous insulin before reconnecting to the ilet. Symptoms included hyperglycemia and nausea. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with no specific device problem identified and no applicable device component code available. It was concluded, based on previously established findings for similar reports, that the event was an adverse event without an identified device or use problem.